Manufacturer narrative:
Insulin pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test or excessive no delivery test or verify operating currents due to motor error alarm. No blank display noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump would not turn on after inserting a new battery. Ba blood glucose level at the time of the incident was not provided. No further details were given. The insulin pump was returned for analysis.